Event description:
Prior to test session patient had received medical clearance to be evaluated for suitability. One day after the test session without any problems the patient reported to have a swelling at her sole of foot